Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lipid tubing broke apart during PICC dressing change. This required an alteration in fluids given. It is unknown if there was patient harm; "an open fluid pathway increases risks for catheter associated blood stream infection".

Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. The product was not returned, as a result the product evaluation and problem confirmation cannot be performed. No part number or lot number was provided with the complaint. Investigation of the device has determined that this product was not made at the manufacturer. The root cause for this event is unknown. For all enquiries or follow-up questions related to the record, do not use egulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.